Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "severe fibrosis, according to clinical evidence, fibrosis periprosthetic¿, ¿allergy¿, ¿increased ana¿, ¿water retention¿, ¿total body pain¿, and "rash."

Event description:
Physician reported a patient experienced the events of capsular contracture, "severe fibrosis according to clinical evidence," "fibrosis periprosthetic," "allergy," "increased ana," "water retention," "total body pain," "pain," and "rash." The device was explanted. Left side. Patient additionally reported "palpitations," "lactose intolerance," "fructose intolerance," and "histamine intolerance"; these events are not related to the device.

Manufacturer narrative:
Photo device evaluation: red encapsulation ¿ opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.